Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a drug infusion device. The drugs being delivered were baclofen (unknown), dilaudid (hydromorphone), and another unknown drug, all with unknown doses and concentrations. The patient stated there are additional drugs in her pump, but did not know the names. She thinks one of the drugs is called "coloz." "I don't know it's a muscle relaxer I think" and stated "I think there is one other thing, but I don't know what that is.¿ they confirmed that dilaudid and baclofen are currently in the pump. The reason for use was non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the patient¿s "first pump" was "put in wrong" in 2005. The doctor put the pump in "with the packaging" and stated that he also put the catheter in wrong. The patient further clarified that the catheter "melted" in her spine and the "neurosurgeon said that she wouldn't even touch it." When the doctor implanted her next pump, they said that the "packaging was around the pump" from the initial pump. The "following year," when they went to replace the catheter is when she noticed that the catheter was "melted" in the patient's spinal cord and stated that she "wouldn't touch it" because she was "afraid" to. The patient stated that she somehow "attached" another catheter to it. She had the catheter that was melted replaced "a couple years ago" with a "thicker" and "better" catheter. This is the only other catheter that she has had since the catheter that melted and stated that when she had her pump replaced in 2018 they kept the same catheter. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. The patient inquired about the catheter longevity and they reviewed the information. There were no further complications reported/anticipated.